Event description:
It was reported when the high flow insufflation unit was turned on, the display on the front panel disappeared. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. , correction to e1 telephone and h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an abnormality was detected in the pressure sensor on the main board, causing an alarm to sound, the air supply to stop, and all light-emitting diodes (leds) other than the power led to go out. Olympus will continue to monitor the field performance for this device.